Event description:
On (B)(6) 2025, a 69 year-old male who had been experiencing chest pain for several days at home presented to the emergency room. He was found to be experiencing a st-segment elevation myocardial infarction with chest pain, shortness of breath, and mottled appearance. The patient was taken to the cardiac catheterization laboratory, where he was urgently intubated. Cardiac catheterization revealed a lesion in the right coronary artery. The right coronary artery was stented with restoration of perfusion. The patient subsequently began to decompensate. Perfusion was reassessed and corrected, and during performance of a transesophageal echocardiogram, a significant ventricular septal defect was identified. An impella cp device was requested and inserted. The impella cp device was placed in the standard manner, the peel-away sheath was removed following repositioning sheath insertion. An impella rp flex was subsequetly inserted, yet the patient's status continued to decline. The patient also developed a fever with temperatures of 105° f. Due to the poor prognosis, care was withdrawn and the patient expired on the second day of support. Death will be conservatively coded to both devices although most probably related to the underlying disease.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: no product returned: ppae( fever) : in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.